Event description:
It was reported to medtronic neurosurgery that the device had a crack in the stopcock closest to the patient allowing spinal fluid to leak out. According to the report, there was no impact on patient outcome.

Manufacturer narrative:
The returned device was patent; however, it did not meet the requirements for leak testing due to cracks on one luer arm of the patient line stopcock. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that the injection site should always be cleaned with alcohol and the alcohol allowed to dry. It is also cautioned that leakage from the system, which can result from damaged system components or improper use or handling, can potentially result in overdrainage, the need to replace the drainage system and/or other complications to the patient. A review of the manufacturing records showed no anomalies. All exacta edms devices are 100% leak tested at the time of manufacture. (B)(4).